Event description:
It was reported patient was seen in the clinic with a high lead impedance. It was noted patient recently had a generator replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.